Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. The service technician performed the o2 enrichment test from general checkout and the unit failed the o2 blending test reading. Performed the advanced fio2 test, testing revealed solenoid 1 is below the required passing specifications reading. Carefusion replaced the o2 blender to correct the reported issue.

Event description:
It was reported by the customer that the unit's oxygen blending percentage is inaccurate. There was no report of any patient involvement or harm associated with this complaint.